Event description:
Nurse noticed during bath a build-up of a sticky substance on the back of the tpn filter. Wiped with alcohol to further assess. Upon wiping off the sticky substance, noticed small beading of new fluids coming from filter. It was coming from the back of the tpn filter, the part that has the 2 circles on the flat side. It was coming from the circle closest to the end of the line and from the center. Last line change was pm shift, then line clotted off the next day and had to receive tpa, after this discovery, complete line and cap changed again. Please note that there are a few other occurrences of the tpn filter on the infusion set leaking. Manufacturer response for infusion set, bd alaris¿ lvp 20d low sorb 2ss 0.2m cv (per site reporter).